Event description:
Balloon burst.

Manufacturer narrative:
The balloon burst was confirmed through visual examination of the catheter. As per the incident report from the distributor / hospital, the device was taken over the labeled rated burst pressure. The balloon burst at 3.5 atm, however, the labeled rated burst pressure is 2.0 atm. The physician over-inflated the balloon causing the rupture. A reject catheter of the same lot was evaluated and burst at 3.5 atm during the testing.